Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly not responding. During device inspection, a field service engineer found spark while plugging the unplugged drawer and thermal damage on module controller board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: b.3 date of event: on 12-dec-2024. Upon investigation of the actual device used in this incident, it was determined the module controller board was thermally damaged. A field service engineer reconnected the module controller board and the communication bus module to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly not responding. During device inspection, a field service engineer found spark while plugging the unplugged drawer and thermal damage on module controller board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the module controller board was thermally damaged. A field service engineer reconnected the module controller board and the communication bus module to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.